Manufacturer narrative:
This MDR is being filed based on information provided from clinical retrospective study.

Event description:
The subject underwent surgery for manipulation under anesthesia (mua) of the right knee.